Manufacturer narrative:
Results: the pet lock was separated at the proximal end of the pusher assembly. The pusher assembly had a bends at approximately 90.0 and 113.0 cm from the proximal end. The distal polymer section had bends approximately 11.0, 14.0, 20.0, and 27.0 cm from the distal tip. Conclusions: evaluation of the returned ruby coil pusher assembly revealed multiple bends on the pusher assembly. If the ruby coil is mishandled during removal from its packaging, damage such as bends may occur. If a bent ruby coil is used in a procedure, resistance may be experienced when manipulating the device. Due to the returned condition, it was unclear which of the bends was the reported damage to the device. The complaint report stated the embolization coil was successfully placed in the target anatomy. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using ruby coils. During the procedure, the distal end of the ruby coil became kinked upon removal from the packaging hoop. The physician continued to advance the same ruby coil into the target vessel using a velocity delivery microcatheter (velocity); however, the physician was not satisfied with the positioning of the ruby coil in the vessel and decided to re-sheath the coil for repositioning. While advancing the ruby coil back through the velocity, the physician experienced resistance; however, the physician was able to complete the procedure with the same ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.